Event description:
It was reported in united states that the patient had staph infection on left side of abdomen with cannula site irritation approximately three weeks prior to hospitalization, hardened and inflamed nodule, and treatment was antibiotics initiated by doctor at time of infection notice, followed by hospitalization from (B)(6) 2026 through (B)(6) 2026 for staph infection treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.